Manufacturer narrative:
Medical devices: 5076-52 lead implanted: (B)(6) 2006.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was infected due to persistent bacteremia. The device, right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced at a later date. No patient complications have been reported as a result of this event.